Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Product not returned for evaluation. Most likely underlying root cause mlc-57-user had an inaccurate reference: alternate meter: the end user is comparing results obtained from one of trividia's bgm system to the results from another trividia's bgm system. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer test 8 times a day and it is concerned with tests results from results obtained of 298, 207 and 245 mg/dl and from meter to meter comparison results of 298 mg/dl using the meter and 115 mg/dl using another device. Customer stated that she had taken more insulin due to the high result; customer stated she had taken three units of insulin causing her blood glucose to drop and she had almost passed out. Customer did not need medical attention. The customer's expected fasting blood glucose test result range is 90 -130 mg/dl. At the time of the call the customer felt well and did not report any symptoms. During the call a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 08/27/2020 and open vial date is 4/02/2019. The meter memory was reviewed for previous test result history: (B)(6).